Event description:
It was reported that the patient had an infection. Symptom of infection was inflammation that was noticed at the pocket site. The physician believed that the infection was not procedure related. The patient underwent an explant procedure and was placed on antibiotics. The patient was doing well postoperatively. The explanted products were not returned to bsn.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(4), batch: 7071648. Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 28093987.